Event description:
Customer was hospitalized with high blood glucose levels. Prior to hospitalization customer was vomitting. Troubleshooting performed and pump appeared to be functioning as designed. Customer was instructed to change out set and inject as per md. Customer's mother was advised to monitor pump and call back as needed.